Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified shunt in a forearm. A 6.0mmx40mmx80cm sterling balloon dilatation catheter was used for plain old balloon angioplasty. Upon the first inflation, the balloon ruptured at 10 atmospheres. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).